Manufacturer narrative:
On 03 november 2017 the medical affairs performed a clinical evaluation and commented as follows: partial hip revision (stem, head and liner) occurred 6 years after primary cementless total hip arthroplasty. Radiographic image provided shows a radiographically loose stem with no bone growth in the proximal region, coupled with reduced bone density in the trochanteric area. Aseptic loosening is a possible, literature described, mid-term adverse event after cementless tha and reasons are often unknown. In this case, the real cause of the failure cannot be determined, but there is no hint of a defective device. Batch review performed on 13 november 2017. Lot 104639: (B)(4) items manufactured and released on 14 march 2011. Expiration date: 2016-02-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon determined that the stem was loose. The surgeon believes the stem loosened over time. The surgeon revised the stem, head and liner. The surgery was completed successfully.